Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remote via merlin.net transmission, non sustained right ventricular oversensing episodes were observed via remote transmission. Patient later presented in clinic, post paced t wave oversensing was observed. Programming changes were not made to prevent incorrect diagnostic of oversensing. The patient will continue to be monitored and the patient was fine.